Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient been admitted to hospital with hypoglycemia via ambulance. The patient's blood glucose levels dropped to 16 mg/dl while wearing the pod longer than 48 hours on the abdomen. At the hospital, the patient was placed on an intravenous therapy of fluids and antibiotics. The patient was prescribed antibiotics and was released the following day, the pod was worn the length of visit.